Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that a female patient had a lumbar tlif procedure with rhbmp-2/acs. Approximately 4.5 months post-op, the patient developed osteolysis on either adjacent endplate. The patient has had a CT scan, which reportedly shows further evolution of the lysis.